Manufacturer narrative:
If implanted, date: not applicable, as lens was removed/replaced during the same procedure. If explanted, date: not applicable, as lens was removed/replaced during the same procedure. The intraocular lens (iol) was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was bad, had kinked haptic which was noticed after the lens was fully inserted. The iol was cut out and removed in 2-pieces. The incision was enlarged, and sutures were used. A replacement lens za9003, 22.0 diopter was used. There was a 10-minute delay in procedure; however, no additional medical or surgical interventions were required. The outcome did not significantly interfere with patient's activities of daily life. The patient was reported to be good, fully recovered with no complications and no injury was reported. No further information was provided.